Event description:
Reported by health professional as: reporting upper gastric pouch dilatation. Opportunity taken to replace old strain relief port with an access port ii, the lap-band system was repositioned and remains implanted. No complaint against the strain relief port. The port is being returned.

Manufacturer narrative:
Strain relief. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the port; however, the device has not been identified nor has the analysis been completed at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a strain relief. The band associated with the reported event was repositioned and remains implanted. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. Allergan has received the product; however, the analysis has not been completed at this time. There is no complaint associated with the port received. Pouch dilatation is a surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pouch dilatation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." "Insufficient weight loss may be caused by pouch enlargement or more infrequently band erosion in which case further inflation of the band would not be appropriate." "The pars flaccida technique is recommended as it is the most widely used method for laparoscopic adjustable gastric banding and results in reduced incidences of gastric prolapse and pouch dilatation compared to the peri-gastric technique."